Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient was unable to use this inflatable penile prosthesis (ipp) and experienced discomfort. Upon evaluation, it was observed that the cylinders had crossed over. As a result, the device was explanted. No further complications have been reported.